Manufacturer narrative:
The customer found that the probe wipe was defective. The customer replaced the probe wipe, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The volume of the leak was about 1ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.